Event description:
Reportedly, the subject lead was removed because it was capturing the phrenic nerve.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the subject lead was removed because it was capturing the phrenic nerve.